Manufacturer narrative:
It was reported that the charging base of the surgical clipper was noted "smoking," "hot," and had "scorched" the counter while it was plugged in to a standard wall outlet in the department holding and prep area. At the time of the incident, the surgical clipper was docked and presumably charging. No impact to a staff member or to a patient was reported. There was no serious injury reported related to this event. Due to the reported issue with the surgical clipper/charging base and in an abundance of caution, this medwatch is being used. The sample was returned for evaluation. Per the lot number provided, this surgical clipper base was part of a corrective action that took place in 2015 and it was confirmed that the facility acknowledged this corrective action. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the charging base of the surgical clipper was noted "smoking", "hot", and it had "scorched the counter."